Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that while the external pulse generator was connected to a patient, the patient's heart rate dropped to 30 bpm. Quick inspection showed the pacemaker appeared to be functioning correctly. The patient was changed to a back up pacemaker and capture was regained with same settings. It was alleged that there was a possible pacemaker malfunction and it was returned for testing. The patient's level of consciousness did not change but the patient did complain of light-headedness. The epg has been returned for repair. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the upper and lower cases were broken, the battery release was contaminated, one bail cover was broken, the battery contacts were compressed, the ring was bent, the battery drawer was broken and the keyboard was scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.